Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the during the electro-physiology clinical procedure the issue occurred, and the procedure got slight delayed, and it was completed by rebooting the system twice. The philips field service engineer (fse) inspected the system onsite and confirmed that the system unable to perform cine or fluoroscopy. Upon functional testing, the fse reviewed the error logs, and it confirmed tube arcing issue. To resolve the issue, the fse cleaned, adjusted pins, and re-greased the hv connectors at the tube and performed the tube conditioning. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform cine or fluoroscopy, preventing imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.